Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over 4 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's pain and occlusal overload has occurred. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.